Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was relocated to the right side, during the repositioning patient's ipg became inoperable and would not connect to external devices. As a result, the physician elected to replace the generator to address the issue.